Manufacturer narrative:
(B)(6)based on the available information, this event is deemed to be a reportable malfunction.a batch record review was conducted and indicated no discrepancies.pm logs were checked and all pm's were completed with no discrepancies found.affected amount: 1pcgranuflex h/colloid paste 30g was manufactured under sap code (B)(4) and manufacturing lot number 0b02944lot # 0b02944 was sterilized under lot 2173-8209a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance (B)(4) for paste. Visual inspection in accordance with (B)(4) was completed at the beginning of the order and every 15 minutes until the order was completed.no nonconformity was registered during the manufacturing process of lot 0b02944. There are 3 complaints for the affected lot registered within the complaint system. The other complaints however, are for different complaint issues and different malfunction codes. 2 photographs have been received for this complaint and have been evaluated. The photographs show the crimp unfolded on the tube and confirms the product. It appears there is potentially some excess paste within the crimp which has leaked onto the tube. Granuflex paste has since been discontinued and the production line has been removed from deeside therefore, no further action is required. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)

Event description:
It was reported that the paste was leaking at the seal of the tube. The tube seal was not fully welded. The product was not used. A photograph depicting the issue was received from the complainant.